Event description:
I started using fixodent from around (B)(6) 1994 until (B)(6) 2010. I have experienced tingling with numbness and itchiness as if allergic to something. As of (B)(6)2010, I have done blood-work with labs. Awaiting results from labs. Extreme cramping in extremities. I started using fixodent (procter and gamble) approx (B)(6) 1994 until (B)(6) 2010. Experienced tingling, numbness, with cramps with some itchiness to my face and extremities. Dose or amount: denture cream; fixodent powder. Frequency: twice daily; once daily. Route: oral; oral. Dates of use: (B)(6)1994 - (B)(6)2010. Diagnosis or reason for use: denture adhesive. Event abated after use stopped or dose reduced: no.